Event description:
Boston scientific received information from a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A review of historical data revealed that the lead was involved in oversensing of atrial activity that lead to inappropriate shocks. The lead was reported to have been sitting near the tricuspid valve. The lead was subsequently explanted. Information reviewed in the journal article further indicated that the lead had dislodged and pulled back into the patient's right atrium. The lead was not expected to be returned. There were no adverse patient effects reported.